Event description:
Reporter noted vit cutter was tight in 25g cannula from start; had to keep pushing plug back into eye during procedure. After removing cannula, found piece broke off in back of eye. Also noted giant retinal tear in vicinity of port. Dense fluid was injected to manage retinal tear. Brown plastic piece is sub-retinal; no plans to remove it at this time.

Event description:
Additional information received noted initial surgery performed for dense vitreous hemorrhage (od) secondary to central retinal vein occlusion. Later same day, had lensectomy and removal of heavy liquids. Will need secondary lens implanted. Outcome reported as good.